Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent occlusion and ¿unable to proceed¿ alerts during insulin delivery on the ilet, with dry-run advancement anomalies and resolution only after changing supplies, consistent with an obstruction of flow involving the connector/coupler. The user noted a high blood glucose of 336 mg/dl and temporarily switched to injections before resuming pump use without further issues. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem consistent with an obstruction of flow traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.